Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: call service 064 alarms were observed in the device's history. The pump could not be investigated due to an unrelated call service alarm. The pump was opened and moisture damage was found on the internal components.